Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, front panel display flashes occurred due to fixing of the heatsink of the loose lamp. It is likely that looseness of fixing of the heatsink of the lamp occurred due to long distance of transportation and lighting of the lamp and the front panel became unstable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera ii xenon light source front panel flashes and automatically switched to autofluorescence. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.